Event description:
The pt stated that he removed his infusion site from his leg and the needle "seemed to be a little bent." The pt stated that he began to bleed and a "little bump" developed at the infusion site. He stated that he had been moving furniture which may have caused the needle to bend. He stated that his blood glucose was not affected and the bump is going down. He stated that he switched his infusion site back to his abdomen. Further attempts to contact the pt for follow up were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.